Manufacturer narrative:
User facility listed in initial reporter. (B)(4). Patient information not provided, UDI not provided, re-processing information not provided. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a total lap. Hysterectomy, the doctor noticed that the device will drop needles. The current status of the patient is ok.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two endo stitch* 10mm suturing device. A needle was found in the jaws of instrument one. Under microscopic inspection, witness marks were observed on the cones of the needle. No sheering on the toggle switches was observed under microscopic inspection for both devices. Witness marks from the needle tip impacting the beveled wall were also observed on the jaws of both instruments. The needle was removed from instrument one. Both instruments were then loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle for both instruments. Product analysis suggests the product was used in a surgical procedure. The reported condition was not confirmed. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.